Event description:
It was reported that a malfunction alarm occurred. Reportedly, prior to the malfunction alarm occurring the pump was worn while the customer was on a high-gravity roller coaster ride. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 80-218 mg/dl.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "disconnect your infusion set from your body while on high-speed/high gravity amusement park thrill rides. Rapid changes in altitude or gravity can affect insulin delivery and cause injury."